Manufacturer narrative:
A visual examination of the returned device revealed that the pebax coating on the tip had detached and the joint section between the ptfe and poly tip was damaged. Closer examination revealed evidence of a core wire fracture. Based on the analysis performed and the results of the analytical lab report: "the wire region of interest exhibited a shaved surface, and smeared material, some areas present lines typical of a mechanical cut. No material anomalies were found. Wire separation was due to a mechanical cut, no fracture occurred" operational context is the selected root cause for this event. A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) of the common bile duct that was completed prior to (B)(6), 2010. According to the complaint, during the procedure the entire tip of the guidewire detached into the endoscope. The material did not enter the patient as the detached tip remained in the endoscope. The procedure was completed with another of the same guidewire with no patient complications. The patient's condition had been described as "stable."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) of the common bile duct that was completed prior to (B)(6), 2010.according to the complaint, during the procedure the entire tip of the guidewire detached into the endoscope. The material did not enter the patient as the detached tip remained in the endoscope. The procedure was completed with another of the same guidewire with no patient complications. The patient's condition had been described as "stable."